Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damage to the front panel consistent with mis-handling. The front panel overmold and front panel keypad were replaced to remedy the condition. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.